Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that the "pain that is just killing her" and when they tried to check her settings, she was seeing message that stimulation has reached max settings. Program 3 was only showing at 0.3 ma today. When asked pt whether they had tried changing programs and they stated they could not do that. Patient (pt) reported that they contacted the hcp office and was told to call for assistance. Pt reported that they had lost 10 lbs since implant and had a fall 2 months ago which is when the pain started. Pt reconnected to the ins and got pt to turn stim down to 0.2 on prog 3. Then attempted to change programs to program 1 which was not comfortable for the patient then tried prog 2 at 0.7ma which pt reported as feeling much better. Ts reviewed to evaluate this new program over the next week to see if it works therapeutically for them and if not pt needs to f/u with managing hcp for a full evaluation of system. Pt was happy at the end of the call. On 2025-nov-17, additional information was received from the patient. They reported that the cause of the issues was determined to be a "gentle" fall which caused the leads to disconnect. They reported that they will be having the implant and leads replaced on (B)(6) 2026 and the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.